Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the last firing for the procedure (either the fifth or sixth firing of the device) with a blue gst reload and peristrip buttressing the device fully cut but only fired staples on the specimen side of the transection and the staples that did fire were not formed. The surgeon sutured the un-stapled area of the stomach. No additional device was needed to complete the procedure. There was no excessive bleeding and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56t31. The analysis found that one plee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received with the cartridge deck damaged and fully fired. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Five pictures were provided; from the first at the fourth picture shows a piece of tissue wit a cut and staple line, the staple line only covers the left side part of the cut. Pictures fifth and sixth shows to malformed staples. Based on the photos alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion.